Manufacturer narrative:
Weight, ethnicity, and race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -16.5/2/95 (sphere/cylinder/axis), implantable collamer lens was implanted as replacement lens due to lens rotation not associated to a low vault but it did not resolve the problem. The lens rotated and the patients vision at early postoperative examination was only 20/40. The reporter stated "the doctor decided to continue the observation. The patient was last reviewed on (B)(6) 2021 and his visual acuity reached 20/20. The surgeon considered that the reason for 20/20 vision was due to the effect of the corneal incision and the position of the lens but did not dilate the pupil." The corneal incision was performed within the same surgery as implantation of the lens.